Event description:
It was reported that the brake defeat malfunctioned. A 1.75mm rotalink¿ plus was selected. During preparation, the physician threaded an unspecified size rotawire through the device. Upon checking the brake, it was observed that the brake would not work. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Visual inspection noted that the handshake connection was in a forward position. The advancer knob was tightened. It was also observed that the handshake connection was bent. The advancer unit could not be wet tested and the brake tested due to the bend in the handshake connection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the brake defeat malfunctioned. A 1.75mm rotalink plus was selected. During preparation, the physician threaded an unspecified size rotawire through the device. Upon checking the brake, it was observed that the brake would not work. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).